Manufacturer narrative:
Per the clinical manager, blood products were given post op. There were no delays and surgery was successful. No other problems were mentioned. Unable to obtain any additional information regarding the amount of post-operative bleeding, type of blood products given and any patient co-morbidities. Per clinical input the abnormal bleeding is most likely a result of a surgical nature, or patient co-morbidities, and not a product issue. The event is not confirmed.

Manufacturer narrative:
(B)(4). No device returned or lot number provided. Additionally no date of event provided. It is unknown if the convenience kit cause or contributed to post-operative abnormal bleeding. No investigation could be performed. (B)(4).

Event description:
Customer reported that a patient had abnormal bleeding. No event date or convenience kit lot number provided.